Manufacturer narrative:
In view of the fact that the original failed device was not returned, and no remaining devices from the same shipment, and no lot number for the retained samples, we could not do any device eval. Subsequently we have had our vendor supply us with new adhesive materials to do tensile testing. Also evaluating new production methods such as heat and pressure and ultrasound bonding.

Event description:
.